Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela is alarming low exhalation volume, transducer fault, low pip and high rate. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. The xdcr pt801 (exhalation pressure transducer) failed.